Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated that, each time the patient turned their arm up slightly and lays on his left side, where the ins is located, "the stimulation goes low and then misfires." It was stated "it's like being hit by lightning but not as extreme," and the shocking continues until the patient changes position. It was stated an impedance check showed high impedances, but they were not using that particular electrode at the time. The patient later reported on (B)(6) 2012, feeling cold, and believed it was due to the shocking. The patient later reported on (B)(6) 2012, that they turned their device off but to an increase in painful stimulation in the arm and leg, and painful stiffened limbs. It was stated the patient could manipulate the device and feel a change in stimulation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information showed the patient felt an overstimulation sensation in the same area as the parasthesia when pressing on the upper left edge of the ins. It was stated the stimulation is a 2 then jumps to a 5 during the over stimulation. It was stated the patient was overweight but "tissue is pretty solid," and the device was not moving around. It was also reported the patient's device had high impedances on electrode 0. It was later reported the patient as seen by their hcp on (B)(6) 2012 and "it appeared some electrodes were intermittently opening and closing, producing the overstimulation sensation." The patient was reprogrammed successfully, and was feeling satisfactory stimulation.

Event description:
Additional information received reported in (B)(4) 2012, a manufacturer representative "shut off" the electrodes (7 or 8). The impedance measurement was unknown, but was "at one extreme end or the other extreme end."

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).